Event description:
The customer called to report that used the suspect device several times w ithin fifteen minutes and obtained the following results: 230, 175, 691, 175, 180 and 227mg/dl. The customer checked the suspect device memory and the result of 691mg/dl was saved. The customer does not have the time and date feature set. No other allegation was made.